Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
A broken catheter was reported. A dye study and x-ray were performed which revealed a broken catheter at the distal segment. On (B)(6) 2015 the catheter was replaced. The pump segment was removed and the spinal segment was tied off; the spinal segment was left in the intrathecal space. The cause of the break was unknown; however, the product issue was resolved. The patient had experienced increased spasticity. The patient recovered without permanent impairment. The device system delivered lioresal.